Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cerebrovascular accident. After the procedure, the patient had a stroke 3 hours later. There were no visible signs on the patient during the procedure. The physician used intracardiac echocardiography (ice) to clear the appendage of clots before and after the procedure. The patient was in sinus rhythm and not in afib after the procedure was completed. No medical intervention was provided after the stroke. The patient was reported to be in stable condition. The physician did not know what may have caused the stroke. Using intracardiac echo, no clot was observed in the left atrial appendage prior to transseptal puncture. Patient outcome of the adverse event was unchanged. Patient was discharged from the hospital today with some right sided deficiencies but no loss in cognitive functions according to the physician. The patient required extended hospitalization because of the adverse event for observation. No other intervention was performed. Generator used was the smartablate rf generator and the pump used was the smartablate pump. No (generator/pump) malfunction has been reported and no servicing required.